Event description:
Boston scientific received information that during a routine device interrogation, low shock impedance measurements less than 20 ohms were observed to have occurred. Current right ventricular (rv) lead impedance measurements were within acceptable limits. Technical services discussed further testing recommendations. The boston scientific sales representative planned to discuss with the patients' physician and recommend for the patient to be brought back to the clinic for further evaluation. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The explanting facility was not releasing this product for return. At this time the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that along with the low pacing impedance measurement less than 200 ohms, noise was observed on the rv lead. A revision procedure was performed and the rv lead was extracted and replaced. Pacing impedance measurements were noted to be less than 200 ohms and stored electrograms were observed due to noise. No adverse patient effects were reported during the procedure.